Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the tubing and mask. The patient has alleged to experiencing a cough for 3 days after ingesting the particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough for 3 days after ingesting the particles. There was no report of serious or permanent patient harm or injury. Philips is currently investigating this complaint; however, the device examination has not yet begun because the device has not yet returned to the manufacturer for evaluation. As part of the complaint handling process, the manufacturer is making attempts to retrieve the device for investigation and is awaiting confirmation from the distributor. Section h6 updated in this report.